Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device noted that the clip assembly was fully deployed. The control wire was out of the coil and had several kinks. It was noted that the proximal section of the control wire was separated from the cross pin and had not been flattened properly. The product likely failed to meet the specification due to the manufacturing process at the supplier site. Therefore, the most probable root cause is supplier manufacturing process design. An investigation to address this issue has been opened.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Reportedly, the clip was then removed from the patient, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.